Event description:
It was reported that during an idiopathic vt ablation procedure, while mapping in the right ventricle the patient's blood pressure dropped and st segment changes were observed on the 12-lead. The procedure was stopped and cardiac ultrasound was performed. The ultrasound did not show anything abnormal. The coronary arteries were examined under fluoro and did not appear to have any abnormalities. The patient was admitted to ICU for observation and the CT confirmed no pulmonary embolism. Physician's opinion regarding the causality of adverse event was unrelated to procedure or device.

Manufacturer narrative:
The concomitant products: stockert model # m-5463-01, serial # (B)(4). Carto 3 model # m-4800-01, serial # (B)(4). The catheter was disposed of by customer. (B)(4).